Event description:
Additional information received from a health care provider (hcp) indicated that there was no pocket fill. The cause of the overdose symptoms was not determined. The hcp then stated that they were unsure if the event resolved because the patient did not follow-up for pump refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 30 mg/ml at 2.5 mg/day via an implantable pump for unknown indication for use. It was reported that the patient had been in for a refill last week. Residual was within limits. Refill went well according to hcp. Clear fluid pulled out and refilled normally. Contributing factors that may have led or contributed to the issue were reported as the hcp "questioning possible pocket fill, but again said refill was normal". Patient had symptoms of overdose and was admitted to hospital over the weekend. Narcan drip in hospital. Patient discharged and was not having increased pain. The hcp was going to pull drug put to see if it matches and was unsure what really happened. The issue was reported as resolved with patient's status as "alive-no injury". The patient's weight and medical history were asked but made unknown. Additional information was received from a company representative (rep) reporting that the patient came in for a follow-up appointment and they checked the pump for volume discrepancy. The expected residual volume was 18.5ml and the actual residual volume was 17.5 ml. The company rep inquired about over infusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.